Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and observed that the buffer valve failed to dispense, the mix motor shaft was bent, and the computer fan was not rotating. The fse identified the failure mode as a multiple hardware. The fse replaced the buffer valve, mix motor and computer fan to resolve the issue. The fse verified system performance, and the customer was satisfied. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for nineteen (19) patient samples.